Event description:
Additional information provided states that the patient was seen in follow up and it was noted that the irregular epithelium has improved. The bandage contact lens was removed and the patient is to continue to use preservative free topical artificial tear drops as needed. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
A review of the technical service on-site showed no abnormalities that could have contributed to this event, the laser was successfully verified prior to the date of the event. The logfile review shows no abnormalities that could have contributed to the reported event. The treatments were completed to 100% and all laser system functions were within specifications on the date of the event. No technical root cause could be determined, system is performing within specifications. (B)(4).

Event description:
An optometrist reported that a patient presented with blurry vision and both eyes feeling swollen. The patient was noted to have rough and irregular epithelium two weeks post photorefractive keratectomy (prk). The patient had anterior basement membrane dystrophy (ambd) prior to prk and a history of slow healing. A bandaged soft contact lens was placed in both eyes. The patient was prescribed a topical steroid eye drop to use twice a day and topical tear drops to use as needed. There are two medical device reports associated with this event. This report is for the left eye. Additional information requested.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. The root cause will be reassessed upon completing the investigation. (B)(4).